Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose of 28 mg/dl. The customer's current blood glucose is 76 mg/dl. The customer was in emergency room and discharged on (B)(6) 2019. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that at the hospital they gave intravenous and d50 as well as they eat candy and felt weird. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.